Manufacturer narrative:
It was reported that following insertion the patient experienced pain, recurrence, and dyspareunia. It was reported that patient underwent introitoplasty and vaginoplasty on (B)(6) 2012 due to dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to sui, symptomatic rectocele and perineocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and other unspecified issues. It was reported that patient underwent partial removal of mesh in approx 2012 for pelvic pain and painful intercourse. Patient also underwent bladder tacking on (B)(6) 2013 for pelvic pain and painful intercourse. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).